Event description:
It was reported that the external pulse generator failed its "self test" power on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device powered up normal and passed testing, with no faults or anomalies found. The battery release was noted to be contaminated, and the upper/lower cases and one side bail cover were broken. (B)(4).